Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. As received, the monitor was able to power on but displayed service code 140. The monitor passed incoming functional testing. Upon investigation, there was corrosion on connector j502, j101, and j1002aa on the c/a board. There was also corrosion on the sd card, the table board and the front response button. The cause of the reported failure, service code and response button failure was the damaged components. The cause of the damaged components was the corrosion. The cause of the corrosion was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the response buttons were non-functional.